Event description:
New information received reported that the patient was not symptomatic due to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician had difficulties opening electronic transmissions for the implantable cardiac monitor. The cause was undetermined and no intervention was performed. No further information was available.